Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Visual inspection was performed on the returned device. The reported complaint was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the loose material in the sealed header bag appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Event description:
It was reported there was multiple small pieces of white foreign material in the sterile packaging of a 8.0 x 100 mm absolute pro vascular self - expanding stent system (sess). There was no reported damage to the inner pouch. The incident occurred during an incoming inspection of a consignment return at the japanese distribution center. The sess was not used. There was no patient involvement. No additional information was provided. Returned device analysis identified the foreign material as part of the inner pouch.